Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized. The patient was treated with cephalosporin for the event (no further details). At the time of this report, the patient was recovered and dianeal therapy was ongoing. No additional information is available as the reporter declined to provide any further information.